Event description:
My dr has been advertizing the pharmanex biophotonics scanner in his office. The company, nu skin pharmanex, claims that the device can determine whether a pt is receiving an adequate supply of antioxidants. The website, http://www.pharmanexmd.com/, further indicates that low antioxidant levels are associated with elevated risk of chronic disease and death. It does not seem that this device has FDA approval. The product has apparently been featured on the (B)(4), reaching a wide audience.